Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in the patient for the endovascular treatment of a 80mm pre ruptured aaa during the index procedure it was reported the patient had an angled neck and the physician didn¿t want to cover the right renal so the device was landed slightly low. A type ia endoleak was observed after implant, endoanchors were placed but the endoleak persisted. An additional cuff was then implanted to resolve the leak. It was reported after the surgery, the patient suffered from abdominal compartment syndrome, continuous bleeding from lumbar arteries even after aneurysm was sealed and expired per the physician, the cause of the event was patient anatomy and that the patient passed away a few hours after the procedure was completed due to complications not related to device issues. No additional clinical sequalae were reported and the patient has expired